Event description:
Customer reportedly rec'd results of 90 mg/dl and 55 mg/dl within 10 minutes on the aviva sys. Customer reported low blood glucose symptoms with these results; able to self treat. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.